Event description:
Related manufacturer reference number: 2017865-2023-00726. It was reported the patient presented for an implant procedure. During implant, after initial fixation, the delivery catheter was going into tether mode when the docking hub appeared to lurch forward causing an abnormal angle to the leadless ventricular pacemaker's fixation. The leadless device was redocked, and a new location was mapped. Once fixated, the capture threshold was higher than acceptable. Upon attempt to re-dock again, the device spontaneously released from the catheter, but was fixated to the tissue. The delivery catheter was removed, and it was observed one tether had broken off. A retrieval catheter successfully retrieved the fixated device. A new delivery catheter and leadless device were implanted without further issue. The patient was stable.

Manufacturer narrative:
The reported complaint of capturing problem and premature separation were not confirmed. The tether was measured and found to be within specification. Telemetry, pacing and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.